Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm. It was reported on an unknown date approximately 3 years post the index procedure that a cta identified the patient has a type ib endoleak . The physician stated that the patient denied treatment at the time.  The patient presented to ER with abdominal pain approximately 4 years post the index procedure. A ruptured 80mm aneurysm was noted also.  Intervention was performed and in theatre, the patient blood pressure was low and per the physician the patient status was not good. The physician was performing a cutdown procedure and attempts were made to gain access but CPR was then required. The patient was cardiac paced and cardioversion was also performed however the patient expired.  As per the physician the cause of the event was the ib endoleak.  No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 22-may-2020, UDI#: (B)(4). Date of event: year only valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was confirmed that the endoleak was identified via CT scan performed on the same date when the patient presented to the emergency department with abdominal pain, (B)(6) 2022. The cause of the patient's death was due to a ruptured aaa. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.